Event description:
It was reported that during a laparoscopic gastric sleeve procedure, on the second firing, using a green cartridge, the outer two rows of staples on the patient side of the cut line didn't form along the entire length of the cartridge. The specimen side all formed as intended. The staple line was over sewn, and a new gun was opened to complete the case. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: is the cartridge available for return? Yes. What other color cartridges were used before and after this event? Green before. None after. Was the instrument fired across or near an existing staple line or clip? No. If any unexpected noises were heard, when were they heard? None. Were any of the forces higher or lower than expected (closing, firing, or opening)? Yes. On closing. Harder than usual. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with an ecr60g reload present. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.